Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue could not be replicated. A field service engineer opened the back. During inspection, noticed the sensor's reflectors were dirty hence cleaned the reflectors. Fse then tested drawer with test software, made registered pharmacist open and close drawer multiple times all tested ok. As preventive maintenance fse replaced the uninterrupted power supply external backup battery and keyboard cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that a bd pyxis¿ anesthesia station es drawer continuously failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer continuously failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.